Manufacturer narrative:
Additional information: b5, d4, h3, h6 plant investigation: non-conformity was not observed during the manufacturing process. Four other complaints have been reported for this batch number with two similar failure patterns. The complaint sample was returned but arrived with the venous venting port broken. It is assumed that the port broke during return shipment. Further testing was not possible due to the broken port. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The potential causes for a low post-oxygenator pao2 or low oxygenator performance can be product as well as application/patient related. A failure in the gas exchange fiber could be due to a problem with raw material or further processing during the manufacturing of the oxygenator. Additionally, the performance of the gas exchanger is influenced by application parameters like anticoagulation (act, aptt), blood flow, sweep gas flow and/or fraction of inspired oxygen. Clotting of the oxygenator can negatively impact gas exchange. Additionally, high blood levels of fats (high serum lipid levels, e.g. As a result of intravenous nutrition (with lipids or sedation with propofol) or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. Due to the increased number of complaints describing a low post-oxygenator pao2 values, a quality event was established.

Event description:
A user facility reported that during extracorporeal membrane oxygenation (ECMO) support, this patient was initially on a xlung circuit with poor post membrane performance. The patient's arterial blood gas was adequate despite the poor post-oxygenator oxygen throughout this event. On the initial xlung circuit for 93 hours, post membrane pressure of arterial oxygen (pao2) went down to 154 mmhg and 125 mmhg. The users verified blender fio2 was at 100% as they sighed oxygenator. The users eventually did a complete circuit changeout to a new xlung circuit. Additional information reported that during veno-venous ECMO support for this patient on 5.2l of blood flow and 15l at 100% oxygen sweep gas experienced poor post-oxygenator pao2 that required an exchange to new xlung circuit. Post-oxygenator pao2 continued to be poor. After troubleshooting, the oxygenator was changed to a nautilus (competitor product). After the oxygenator was changed to a new type, post-oxygenator pao2 improved dramatically. Pre-oxygenator pvo2 was in the 30's throughout all oxygenators. The patient experienced a blood loss of 500 ml as a result of the kit exchange. The complaint sample was available for product investigation and returned to xenios on 31/jan/2025.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that during extracorporeal membrane oxygenation (ECMO) support, this patient was initially on a xlung circuit with poor post membrane performance. The patient's arterial blood gas was adequate despite the poor post-oxygenator oxygen throughout this event. On the initial xlung circuit for 93 hours, post membrane pao2's went down to 154 mmhg and 125 mmhg. The users verified blender fio2 was at 100% as they sighed oxygenator. The users eventually did a complete circuit changeout to a new xlung circuit. Additional information reported that during veno-venous ECMO support for this patient on 5.2l of blood flow and 15l at 100% oxygen sweep gas experienced poor post-oxygenator pao2 that required an exchange to new xlung circuit. Post-oxygenator pao2 continued to be poor. After troubleshooting, the oxygenator was changed to a nautilus (competitor product). After the oxygenator was changed to a new type, post-oxygenator pao2 improved dramatically. Pre-oxygenator pvo2 was in the 30's throughout all oxygenators. The patient experienced a blood loss of 500 ml as a result of the kit exchange. The complaint sample was available for product investigation.